Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 171 mg/dl.